Event description:
It was reported that, during a pump replacement on the report date due to the elective replacement indicator (eri), the healthcare provider (hcp) was unable to aspirate drug/cerebrospinal fluid (csf) from the catheter. A new sutureless connector was added. The pump was primed on the back table and connected to the catheter. The existing catheter remained in use. No additional interventions were done. The patient did not experience any issues, other than feeling that pump wasn¿t helping with the pain in her thoracic area. However, the patient had had 15 prior spine surgeries. The final patient outcome was not reported. However, as of (B)(6) 2014, the manufacturer representative had not received any reports of the patient not doing well by the pain physician. The new pump was used to deliver hydromorphone and bupivacaine.

Event description:
It was further reported that on 2014-(B)(6), the hcp stated that the patient had just been in and was doing better than they ever had before. On 2014-(B)(6), it was further noted that the catheter issue had not been determined, the hcp just added the new sutureless connector.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11309r57, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).